Event description:
Additional information received reported that the patient's neurostimulator would be left in place when the new contralateral lead w as placed. It was not known if the physician would explant the old lead or leave it in the patient's body.

Event description:
It was reported that the patient had to undergo an urgent surgical intervention because of a bowel volvulus. After this surgical procedure, she reported a loss of stimulation sensation. At a follow-up appointment, x-rays showed a suspicious 4mm discontinuity in the sacral lead, and impedances measurements were over 4,000 ohms on all electrode pairs. The patient was scheduled to undergo a contralateral new lead placement at another hospital. The date of new implant was not available yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot unknown implanted: (B)(6) 2011 explanted: unknown.

Event description:
Additional information received reported that the patient's initial hospital had not seen the patient anymore. The reporter stated that the patient went to a different hospital where the lead and implantable neurostimulator were re-implanted. No further information was reported at this time.